Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Manufacturer report 9610825-2021-00002 is a duplicate report to manufacturer report 9610825-2021-00004. The event was reported from two different sources and at the time the serial number from the second report was entered incorrectly, resulting in two reports being filed. Additional information was provided when the complaint for manufacturer report 9610825-2021-00004 was filed, and as a result the device evaluation and any additional information will be provided under that report.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: patient received what is being described as an inappropriate bolus dose of a heparin infusion. This large dose of heparin reportedly infused over a 1 hour time period. Customer states that the patient was receiving heparin which was set as a secondary infusion, and then received a bolus of ns (1l over 1 hour). When the nurse returned to check the status of the bolus, the heparin bag was empty.